Event description:
Complaint # (B)(4).

Manufacturer narrative:
It was reported that temperature of the water circuit in the main side of the hcu 30 was displayed 4°c higher than the temperature set. No harm to any person has been reported. The getinge field service technician (fst) has been sent for investigation on 2021-09-16. The fst could not reproduce the failure. The hcu 30 has two thermometers, an error would occur if the difference between the two thermometers exceeds 0.3° c. The fst has checked the accuracy of the thermometers and no abnormality was found. The water temperature steadly increased and decreased. The most probable root cause for the failure was that a water tubing has been kinked. Hcu 30, user's manual english version 1.28 / 8 / 1/ general / 8 / if a water tubing from the hcu 30 is kinked for more than 30 sec, the internal water temperature in the heater can rise above 43°c and the associated pump will stop. The operator may have to restart the water pump. The pump will only start when the internal water temperature drops to below 41.3°c. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported failure and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Manufacturer narrative:
The getinge field service technician (fst) has confirmed that no error message was displayed and that the failure could not be reproduced. Further investigation is on-going. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint # (B)(4). The temperature of the water circuit on the main side of the hcu 30 device was displayed 4°c higher than the setting ,while the temperature was stable. The failure occurred during patient treatment.